Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with elecsys ft3 iii and the elecsys ft4 ii assay on a cobas 8000 e 801 module. The erroneous results were reported outside of the laboratory to the physician. Refer to the attachment for all patient data. The sample was initially tested on the complained e 801 analyzer (serial number (B)(4)). The sample was repeated on a second e 801 analyzer (serial number 1641-02) at the customer site. The sample was provided for investigation where it was tested on a third e 801 analyzer (serial number (B)(4)) on (b)(46 2018. No adverse events were alleged to have occurred with the patient. The lot numbers and expiration dates of the ft3 and ft4 reagents used at the customer site were asked for, but not provided. The following reagent lot numbers and expiration dates were used on the e 801 analyzer used for investigation (serial number (B)(4)): ft3 reagent lot number 314824, with an expiration date of may 2019. Ft4 reagent lot number 303203, with an expiration date of april 2019.

Manufacturer narrative:
Based off the provided data, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.